Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient said their therapy was turning off by itself. The patient reported that it seemed to them like the implant was working sometimes but then not other times. The patient said they felt as thought the power to their implant got turned off. There was no falls or trauma reported. The patient said they weren't doing anything when it happened. The patient said it happened maybe once or twice in the last several months and recently it happened a couple more times. Ins was confirmed to be on at the time of the call. The patient didn't think the ins had gone to 0% charge before. It was currently at 50%. There were no further complications reported.